Event description:
Alliance registry. It was reported that restenosis and myocardial infarction occurred. The 50% stenosed target lesion was located in the severely calcified proximal right coronary artery. A 3.00 x 15 mm agent dcb was used to treat the lesion. 6 months later, the patient presented with no complaint of chest pain, but electrocardiogram (ECG) revealed st elevation in inferior lead, and echocardiography showed inferior wall asynergy. Emergency coronary angiography revealed 99% severe stenosis in rca proximal and percutaneous coronary intervention was performed with a drug coated balloon. There was no creatine phosphokinase (cpk) leak after that, and since collateral circulation developed rather than being acute, patient was evaluated for chronic ischemia.